Event description:
Additional information was received from the patient. It was reported that the patient said that on (B)(6) 2019 the lead was implanted on the left side and on (B)(6) 2020 it was implanted on the right side. The patient was unable to state if this was intentional. The patient was implanted on (B)(6) 2020 with a second device to resolve the issue and is getting better at symptoms. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va1pcfl, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pcfl, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden loss of therapeutic effect and were experiencing their baseline urinary incontinence issues. The patient reported having started a statin drug for cardiac prevention reasons and were wondering if the drug may be contributing to this. The patient already had tried increasing amplitude and had also changed programs. The patient stated program 2 seemed to work for a couple of days and then they had a loss of therapy again. The patient already contacted their healthcare provider who had prescribed the medication and they directed the patient to their managing healthcare provider, who then told the patient to contact the manufacturer. Clinical information and therapy expectations were reviewed. Additional information was received from a consumer indicating that they didn¿t know the circumstances that led to the sudden loss of therapy, but that it started about the last week of (B)(6), right around (B)(6). The patient noted they were able to get in to see their healthcare provider on (B)(6) 2019 where they were told that the ¿grounding they were programed on needed to be grounded¿ and they did 3 of the 4 programs on their controller switched to grounding but didn¿t explain what ¿grounding¿ meant. The patient was inquiring what grounding meant and if it should have been done at their original implant in (B)(6). The patient noted another appointment scheduled in (B)(6) with a new healthcare provider. The patient reported the actions taken to resolve it were that they were switched to ¿grounding¿ but had no idea what that meant. The patient stated that so far only one program, program 3, seemed to work and be the best. The patient stated they tend to think their problem was that they didn¿t implant the wire in the right spot. When they had their trial back in (B)(6) it was amazing, perfect, they were cured. When they did the implant, however, nothing really had worked that well since and it had been very disappointing. No further complications were reported.